Manufacturer narrative:
Other relevant device(s) are: product ID: 8840, serial# unknown; product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1.5 mg/ml of hydromorphone at 2.19 mg/day via an implantable pump for non-malignant pain. It was reported a programming error had occurred a little less than a year ago (relative to the date of the report, (B)(6) 2018). The wrong drug concentration was entered. The drug was changed from fentanyl to hydromorphone; however, the healthcare provider had forgotten to change the units from mcg/ml to mg/ml. Therefore, the hydromorphone units had been programmed as mcg/ml instead of the actual mg/ml. The error was discovered on the day of the report, (B)(6) 2018. Technical services walked the healthcare provider through changing the units from mcg/ml to mg/ml and confirmed the programming was successful. Troubleshooting resolved the issue. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.